Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, the bag/vent switch was toggled to restore function. There is no report of patient injury.